Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The interconnect cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported no image on the stenoscop system. No pt injury was reported.